Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted, the most likely failure mode was a failure to completely engage the locking mechanism.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2014. Review of radiographs six weeks post operative revealed the locking bar backed out. Subsequently, patient was revised on (B)(6) 2015. The locking bar was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The following sections could not be completed with the limited information provided. Lot code / expiration date, manufacture date.